Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 459 mg/dl at the time of the incident and current blood glucose level was 91 mg/dl. The customer had symptoms such as nausea. The customer was treated with syringe and pump insulin. The customer was advised that inaccurate pump settings may result in high blood glucose levels. The customer was advised if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them. The insulin the pump will be returned for analysis.